Manufacturer narrative:
Unit received with blank display due to corroded all electronic assay. Also, moisture damage found on motor home switch. Unable to verify the button error alarm and unresponsive button due toblank display. However, corrosion found on keypad trace. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 83 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.